Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Device #2 - prostar xl (part# 12322-02, lot # unk), is being filed under a separate medwatch report.

Event description:
Device malfunction: marker lumen blockage (device #1). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis/vessel arterial damage. It was reported that a physician using the pre-close technique attempted arteriotomy closure of the common femoral artery using a prostar xl device before an interventional procedure. Reportedly, there was no blood from the marker lumen to indicate the device was properly positioned in the vessel. The physician unlocked the hub and rotated the barrel to try and expand the tissue tract; however, there was still no blood from the marker lumen. The device was removed and a second prostar xl device was used unsuccessfully as the needles failed to capture the artery wall and the device was removed. It is believed that the barrel of the first device caused some damage to the artery. The common femoral arteriotomy was sutured to achieve hemostasis. Reportedly, the pt was very slim and the common femoral artery was very superficial. There were no reported adverse patient sequelae. Though requested, no additional information was provided.